Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to charging difficulties, the patient is recovering well. The explanted device will not be return as it was retained by facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).